Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The device was not returned.

Event description:
It was reported that the catheter was removed with a slightly inflated balloon because it was unable to be deflated by the user. Only 7cc of water could be withdrawn as the user attempted to deflate the balloon, using a syringe. Upon removal, bloody urine was observed. There was little blood in the urine, which required no additional treatment.

Manufacturer narrative:
The reported issue was confirmed as manufacturing related. The device was returned for evaluation. The visual inspection noted that the balloon sac was slightly inflated. No pinch or blockage was observed. The functional evaluation found that the catheter could not be deflated due to a poor snipped eye. Missing/undersize eye may cause a blocked inflation eye, which resulted in non-deflation of the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the catheter was removed with a slightly inflated balloon because it was unable to be deflated by the user. Only 7cc of water could be withdrawn as the user attempted to deflate the balloon, using a syringe. Upon removal, bloody urine was observed. There was little blood in the urine, which required no additional treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was removed with a slightly inflated balloon because it was unable to be deflated by the user. Only 7cc of water could be withdrawn as the user attempted to deflate the balloon, using a syringe. Upon removal, bloody urine was observed. There was little blood in the urine, which required no additional treatment.